Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 12 events were previously reported during the reporting period; however, 1 previously reported event in this report should have been included under MFR report # 0001811755-2019-03371. 11 previously reported events are included in this follow-up record. Product return status: 11 devices were received. Event confirmation status; 4 reported events were confirmed. 7 reported events were not confirmed. Evaluation results: 2 devices were found to be affected by gross handle damage. 1 device was found to be affected by trigger corrosion. 1 device was found to be affected by a damaged trigger. 7 devices had no problem found.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device had run-on. 7 events had no patient involvement; no patient impact. 2 events had no known impact or consequences to the patient. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 5 devices were received. 7 device investigation types have not yet been determined. Event confirmation status: 2 reported events were confirmed. 3 reported events were not confirmed. Evaluation results: 1 device was found to be affected by trigger corrosion. 1 device was found to be affected by a damaged trigger. 3 devices had no problem found. Additional information: 12 devices were not labeled for single-use. 12 devices were not reprocessed or reused.

Event description:
This report summarizes 12 malfunction events in which the device had run-on. 10 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.